Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope air/water cylinder and tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of white foreign material found inside the air/water-tube and the air/water-cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material was simethicone. The cause as to why the foreign material remained in the device could not be determined. There was no deviation from instructions for use (IFU) in the reprocessing steps of the locations where foreign material remained. No physical damage was found at the locations. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3, "preparation and inspection". IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5, "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.